Manufacturer narrative:
The customer¿s report of the IV tubing detaching from below the lower fitment was confirmed and replicated. Visual inspection of the set noted that the section of IV tubing below the lower fitment was able to be disconnected easily with a gentle pull. Examination under magnification showed no evidence of bonding solvent having been present at the end of the tubing or inside the bottom luer of the lower fitment. The root cause of the separation was a lack of bonding solvent applied to the connection site during production.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set is "pulling apart very easily from the bottom of the blue and white clamp that inserts into the pump." No information provided as to the location of the separation, i.e. Pump segment vs. Below the pump. There was no report of patient harm or medical intervention.